Event description:
A patient underwent bilateral breast reconstruction with tissue expanders and ovitex prs permanent on (B)(6) 2022. The patient experienced abnormal drain output and returned to the operating room on (B)(6) 2022. The remaining ovitex prs material and the implanted tissue expanders were removed on this date. The surgeon placed antibiotic beads to treat any potential infection.

Manufacturer narrative:
All clinical information was relayed by the surgeon to a tela bio representative. The root cause of this event cannot be determined. A batch record review showed that the device met all release specifications and no other anomalies were detected.